Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the customer observed the endoscope had alignment issues. The customer informed the technical service engineer (tse) the endoscope was going upside down upon installation. The customer attempted to resolve the issue by replacing the scope twice and continued with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue was resolved during the procedure. They replaced the scopes and continued robotically. There was no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The caller stated that the scope was going upside down upon installation. The site attempted to resolve the issue by replacing the scope twice and continued with the procedure. No site visit was conducted.